Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: upon removing the specimen from the cavity, the pouch got a hole and the specimen dropped. New device was opened and the specimen was removed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.